Manufacturer narrative:
The investigation of this complaint has been completed. The investigation and analysis of the observed yellow/brown residue inside the vaporizer have revealed that the residue is a chemical degradation of sevoflurane, resulting in formation of hydrogen fluoride. The information given by the user facility stated that during the vaporizer installation, the customer used the agent emptied from a vaporizer that had been removed from use, because they ran out of new agent bottles. The customer wanted the installation of the vaporizers to be completed as a matter of urgency for that day. The agent used, was emptied from one of the sevoflurane vaporizers that had been removed from use according to the field safety corrective action. The reported sevoflurane vaporizer was not frequently used, and the agent was left in the vaporizer for approximately three months. Our conclusion is that the chemical degradation of sevoflurane found in the vaporizer, was not due to design and normal use of the vaporizer. The failure was caused of incorrect use of the emptied agent and incorrect handling of the sevoflurane vaporizer during long-term storage. The customer did not follow the instructions that have been distributed to all users within the field safety corrective actions.

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, the unique identifier (UDI) number can not be provided.

Event description:
It was reported that the sevoflurane vaporizer was discolored. The vaporizer is the unit containing anesthetic agent in the anesthesia workstation. When the vaporizer was received for investigation a yellow/brown residue was found inside the vaporizer. There was no patient involvement. Manufacturer's reference #: (B)(4).